Event description:
1 of 2 reports (same failure/different events). Other mfg report number: 3014334038-2022-00131. A facility reported a perforator (ID 261221) failed to disengage during the making of a hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
. Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. Unit was lightly soiled and had a worn eo label. IFU testing was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release and the unit was found to perform as intended and fulfilled the acceptance criteria, it is noted that at first, the unit did seem to drill more slowly than usual. It was determined that the build-up of organic material in between the inner and outer drill was causing the perforator to rotate slower. The complaint could not be verified through failure analysis. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. A review of the device history record and trending were performed as part of the evaluation. Proper finished goods testing was performed prior to release.

Event description:
N/a.